Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive, as relative patient information was not provided, so the exact root cause is unknown. The patient had recently undergone radiotherapy, which possibly could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), post implant of the 26mm sapien 3 case by tf approach, the patient¿s blood pressure dropped and the doctor thought that the guidewire may have caused an issue in the lv apex. The valve position was noted as good under fluoroscopy. Toe imaging showed trivial ar and no pv leak. However, some pericardial effusion was noted. After some time the patient¿s blood pressure was noted to be low and a pericardial drain was inserted. Approximately 480mls of fluid was drained and the catheter was left in-situ. The patient was agitated with no signs of stroke / tia. The patient was sedated and intubated due to his agitated state. Two days after the procedure the patient remained in ICU, he was still ventilated although the sedation was being reduced and attempts to get wean and extubate the patient were in progress. As per medical opinion it is not clear where the ¿leak¿ (that caused the pericardial effusion) occurred because it did not reoccur after the initial drainage. There is some speculation that the valve skirt sealed a leak much higher up (not apical).

Manufacturer narrative:
Corrected data: h6. Reference CAPA: 20-00141.